Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported issue with the instrument could not be replicated nor confirmed. The grip test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c , as previously listed in section h9.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a dislodged jaw. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue of a misaligned jaw was assumed to be caused by an unhinged joint that created tension on the cable, leaving the wrist bent. There was no report of tissue injury due to the misalignment, and the jaws did not grasp any tissue, negating the need for intraoperative release. There was no unexpected tissue removal, and the procedure was completed robotically as planned. It is unknown whether the instrument was in strong grip mode or if it was inspected prior to use. The instrument is available for return to isi for evaluation, but no photographic images or video recordings are available for review.